Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg caused discomfort due to it moving from it's original location. As a result, the ipg was relocated on (B)(6) 2012. Relocating the ipg resolved the patient issue. An sjm representative was made aware of the event on (B)(6) 2013 (as this is a clinical study patient).